Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery. Upon removal, a hole in the connecting tube was observed. Therefore, the pump was replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and functionally tested. The cylinders had wear at a fold close to the middle and by the proximal end of the cylinder bodies, no leaks were found. The pump was visually and microscopically examined. Contamination within the pump was identified; therefore, the pump was not functionally tested. The kink resistant tubings (krt) were worn down to the filament. One of the pump cylinders krt sections had a leak due to fatigue by the strain relief junction. The reservoir was visually and microscopically examined, and leak tested. There was a hole from wear at a fold found in the reservoir shell and a leak was found. Based on the information available and analysis results, the leak identified in the krt could have caused or contributed to the reported clinical observation of hole in the connecting tube.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery. Upon removal, a hole in the connecting tube was observed. Therefore, the device was replaced. There were no patient complications.